Manufacturer narrative:
Product event summary - the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed 227 ventricular sensing integrity counters since last session 16.7 days ago. A lead failure predictor triggered on (B)(6) 2016 for lead impedance an ventricular sensing integrity counters. Right ventricular pace impedance is steady at approximately 397 ohms through (B)(6) 2016 and rises out of range by (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead alert triggered for the right ventricular lead for oversensing and varying impedance. The lead also exhibited no capture at 7.5 volts during the previous month. The pocket was reopened and the lead parameters were normal through the analyzer. The lead was reconnected. Evaluation with technical services indicated that it was not a connection issue with the device; but a lead issue. The lead was subsequently capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.